Event description:
A report was received that the trial patient was experiencing pain in the stomach, a contraction type of pain whether stimulator was turned on or off. The physician thought that it was possibly where the lead was placed as it could be rubbing on a nerve. The patient underwent a revision where the lead was replaced however the pain in the stomach was not relieved. The patient underwent an explant procedure. The physician stated that he did not know what caused the contraction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.